Event description:
It was reported that the screen on the insulin pump went blank and then half of it was showing. Customer changed the battery and the display returned. It was also stated that the buttons on the insulin pump were not responding. Device was neither dropped nor bumped. Blood glucose value was 400 mg/dl. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.